Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The customer declined getinge service for the repair. The customer's biomed was unable to reproduce any failures and released the iabp back to the department cleared for clinical use.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) has had a broken screen since (B)(6). This vent occurred during service/test performed by the customer's biomed. No patient involvement and no adverse event was reported.